Manufacturer narrative:
(B)(4): it was reported that the patient underwent cystourethroscopy and exchange of stented nephrostomy tube for double-j internalized stent on (B)(6) 2005.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a symptomatic rectocele and prolapse. The patient underwent the concurrent procedure of a hysterectomy ((B)(6) 2002) during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent exploration of pelvis, open cystotomy, fulguration of arteriovenous malformation of bladder and excision of synthetic mesh via abdominal and vaginal incisions on (B)(6) 2005 due to mesh embedded in bladder, mesh erosion, dyspareunia, and recurrence. It was reported that the patient underwent implantation of cr bard- pelvicol collagen matrix on (B)(6) 2005 due to stress urinary incontinence and a cystocele with obstructed left ureter. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.